Event description:
Reporter indicated that there was an issue during a 7.1 software upgrade. The site sent a photo of the error and it was a data migration issue. Product was returned to manufacture and is pending product analysis.